Manufacturer narrative:
The insulin pup passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or battery out limit alarm noted. Unit was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician assistant reported via phone call that the customer had three hospitalization events in the past. The customer reported experiencing high blood glucose of 755 mg/dl on (B)(6) 2017 and was hospitalized as a result. The customer felt nauseated and dehydrated from their blood glucose. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip and an IV drip. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found the sensor glucose and blood glucose differences with the insulin pump and sensor. The customer also reported a failed battery test. Troubleshooting did not occur for the failed battery test alarm. The customer's current blood glucose was 267 mg/dl. The insulin pump will be returned for analysis.